Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, andlor loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will require a revision surgery. (B)(6), 2012-patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to pain. There was also synovial fluid was yellowish in color.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.